Manufacturer narrative:
G4: 01mar2020 b4: (B)(6)2020. This event was resolved in-house by the customer - there was no on-site by the manufacturer. The customer reported that the replacement of the user interface assembly addressed and corrected this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/20/2020.

Event description:
The customer reported that the device's screen continuously freezes. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.